Manufacturer narrative:
A steris service technician went onsite to inspect the surgical tables. After thorough investigation, the technician was informed that contrary to the reported event the issue occurred with only one 5085 surgical table. The technician was informed by user facility personnel that the root cause of the reported event was a damaged hand control cord subsequently causing the table to be unable to articulate or lock. Prior to his arrival, user facility personnel had replaced the hand control. The technician tested the table, confirmed it to be operating according to specifications, and returned it to service. The user facility did not retain the damaged hand control for further evaluation by steris. The table was installed in june 2016 and is not under steris service agreement. The user facility is responsible for all maintenance activities. The 5085 surgical table operator manual states, "warning - personal injury and/or equipment damage hazard: regularly scheduled preventive maintenance is required for safe and reliable operation of this equipment. Contact steris to schedule preventive maintenance.". The operator manual further states, "caution - possible equipment damage: route the hand control cord clear of any pinch points where cord could be damaged.". A steris account manager offered in-service on proper preventive maintenance for the 5085 surgical table; however, the user facility declined.

Event description:
The user facility reported via user facility medwatch report (B)(4) that two surgical tables failed to operate properly causing a procedure delay. No patient was on the table at the time of the reported event.